Event description:
Information was received regarding a basic evaluation trial patient with a procedure date of (B)(6) 2016. The consumer reported two broken leads, a lot of pain from the procedure, and oozing blood from the incision site. It was noted the leads were ¿too thin.¿